Event description:
On 12/4/2023, it was reported by a sales representative via (B)(4) that a ar-3355-1930 endoscope "tip is sharp" noticed during case, no patient affected.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-3355-1930 serial/batch number (B)(6) was received for evaluation. A visual inspection revealed that the tip of the instrument has a cut, resulting in a sharp edge. A user error is the most likely cause for the reported and observed failure. Mechanical damage to the device, such as hitting the device with another device or object, prying/leveraging, or excessive bending forces applied during use.